Event description:
Complainant alleged that during functional testing, the device was unable to detect the attached multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty flex cable. Analysis for reports of this type has not identified an increase in trend.